Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly or frozen screens noted. The following cosmetic damage was also noted on the device: cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corners and battery tube threads, minor scratches on the lcd window, and a stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump froze and received an alarm that she was unable to clear due to an unresponsive keypad. Her blood glucose at the time of incident was 155 mg/dl. She does not recall any significant events leading up to the insulin pump issues. Customer attempted to change the battery and bolus but nothing would happen. Customer states that the numbers scrolled without her control. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.